Manufacturer narrative:
The sample had a lipemic index of 10 with the serum being visually clear. The specimen was sent to bci for testing. Chemistry development department was not able to perform all of the testing due to lack of sample volume. Service was not dispatched for this event. It is believed that the patient's diseased state may have contributed to this event; however, the investigation is on going.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously low creatinine (cr-e) result generated by the unicel dxc 800 pro synchron clinical systems for one patient. The original result was "oir low". The sample was rerun using a similar to bci method, the vitros enzymatic method, and the cr-e result was 84umol/l. The results were not reported out of the lab. There was no change to patient treatment.